Event description:
It has been reported to philips that the tabletop shifted transversely, resulting in the patient falling from the table. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the end of the electrophysiology procedure while removing the electrodes and applying a pressure bandage. During this time, the table moved to the left, causing the patient to slip to the floor between the table and the examiner. No patient and user harm were reported. A philips field service engineer inspected the system onsite and could not reproduce the problem. As a precaution, the fse replaced the pivot brake assembly (table column brake) and the lateral brake assembly ad7 (table lateral brake). After that, the system was returned to use in good working condition and was ready for clinical use. Analysis of the returned pivot brake assembly identified a fault in the spring return mechanism, causing insufficient resistance against unintended movement. Additionally, particles and dirt were identified within the assembly. The lateral brake assembly was returned for further analysis. Functional testing was performed, and no failure was observed. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.